Event description:
It was reported that there was an issues with the lead. It was stated that the physician was "unhappy" with the quality of the lead. It was stated that "they opened it up and were uncomfortable with the condition of the lead". It was stated that the top of the lead looked like it might have been bent. Additional information received reported that the surgeon inspected the lead prior to implant and suspected it was bent. The lead was not used in the patient. It was noted that the date of the event was (B)(6) 2013.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).